Event description:
A us spontaneous serious report was received regarding a (B)(6) male consumer. Concomitant medications and medical history not provided. Dr scholl's freeze away common and plantar wart remover was applied to a wart on (B)(6) 2011. Frequency of use or amount not provided. A consumer reported a friend's boyfriend was using product on a wart. He had his face close to the wart and reported that some of the spray got into his eye. Reported he did not flush eye with water right away. Reported he is experiencing the right side of his face is numb and paralyzed, his right eye doesn't blink, nor does his right check move. Is having difficulty eating or drinking. Has not sought medical attention. Outcome unknown. Rechallenge/dechallenge not provided.

Manufacturer narrative:
(B)(4).